Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window and dog chew marks on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl. Customer's mother advised the buttons were unresponsive during a bolus attempt. Troubleshooting for the button error alarm was performed. Customer could not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.